Event description:
Pt experienced hyperglycemia, received stationary treatment at a hospital, and reported the insulin delivery of the infusion device is inaccurate. No additional info was provided. The infusion device was replaced and requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.